Event description:
Reportedly, during pt use, when the ac power was disconnected from the ventilator, the unit did not recognize the external power pac battery. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.